Event description:
It was reported that they tried to start therapy in an arctic sun device. The screen had an enter password request. Per customer via phone on 21may2024, it was reported that they switched devices with, and therapy was completed without impact. The patient was a male. The original device was sent to biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a depleted coin cell battery. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tried to start therapy in an arctic sun device. The screen had an enter password request. Per customer via phone on (B)(6)2024, it was reported that they switched devices with, and therapy was completed without impact. The patient was a male. The original device was sent to biomed.